Event description:
It was reported that a signal loss occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient reported that signal loss lead to loss of consciousness. The patient reported experiencing a prolonged signal loss on her insulin pump. At approximately 4:00, she lost consciousness and required transport to the hospital. She remained admitted for several hours before being discharged (less yhan 24 hours) and was treated with glucose tablets / gummies (oral). At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.